Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 303, 243, 270, 232 and 253 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-135 mg/dl and expected blood glucose test result range 2 hours post meal is 160-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/31/2025 and open vial date is 2-3 months ago. The meter memory was reviewed for previous test result history (time not set): result 1: 303 mg/dl date: 8/21/24 time: 2:26am fasting result 2: 243 mg/dl date:8/21/24 time: 2:22pm fasting am result 3: 270mg/dl date: 8/21/24 time: 2;21pm fasting am result 4: 232 mg/dl date:8/19/24 time: 4:20pm non-fasting result 5: 253mg/dl date: 8/19/24 time: 4:19pm non-fasting.